Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a mitraclip was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.